Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and oversensing of noise. The lead was suspect of a fracture. A lead revision has been scheduled. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was inappropriately shocked due to oversensing of noise. The rv lead triggered a lead integrity alert (lia) and had lead warnings for high out of range pacing impedance. The lead had high rate non-sustained (hr-ns), non-sustained ventricular tachycardia (ns-vt), and sensing integrity counter (sic) episodes. The lead detection was programmed off. No further patient complications have been reported as a result of this event.